Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site inspection was performed by field service engineer. Based on received information in problem description and service report, the issue has been resolved by replacing the transformer and the device was delivered to the user in working condition. The conclusion is that the replaced part was the cause of the failure. Based on prior investigations, it was concluded that the transformer thermal fuses were disconnected due to the damage of the epoxy sealant near the lead exit point. Corrective actions to correct the verified issue were implemented during week 51, 2019. The root cause was traced to the manufacturing process at the supplier's site.